Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was completed and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge on patch bond edge assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening, and a missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.